Manufacturer narrative:
Eval code-conclusion code no longer applies to the pump and applies to the pump now instead.

Event description:
On (B)(6) 2016 (rep, hcp): additional information received on (B)(6) 2016 reported a healthcare professional (hcp) reported the event to the manufacturer representative (rep). It was noted when the rep entered or saw the scar and asked what the scar was from the hcp looked into chart notes.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 10 mcg/ml prialt at 1 mcg/day via an implantable pump for an unknown indication for use. It was reported that the pump was removed on (B)(6) 2016 due to infection. No environmental, external, or patient factors were noted to have caused or contributed to the issue. No troubleshooting or diagnostics were noted. The issue was noted to be resolved. The patient was noted to be "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.